Event description:
It was reported that a high drain 104 alarm occurred during drain four of peritoneal dialysis on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was connected at the time of the alarm. The patient declined a swap of the device. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.